Event description:
Caller reported compact plus system blood glucose results of 307 mg/dl and 137 mg/dl within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Call comments state the customer "weighs approximately (B)(6) pounds".

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Call comments state the customer "weighs approximately 138 pounds". Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.